Event description:
When the nurse removed a non-functioning peripheral IV catheter from the left antecubital it was noted that the tip was missing, with only a small amount of the catheter left attached to the hub. The site was x-rayed and the tip was not located. Several hours later, the patient handed a nursing assistant what appeared to be the missing piece of the catheter. The patient reported that "this came out of my arm." There was no patient harm.